Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported during the intraocular lens (iol) implant procedure found that the implant's system of exit was defective and there was no gas for its expulsion. Another implant was used to complete the procedure.additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint "there was no gas for its expulsion" was observed. No damage was observed to the nozzle tip. The device was returned loose in the carton. The lock-out assembly is present on the device. Viscoelastic is observed in the device. The iol is in the lens bay. No damage observed to the nozzle tip. Lever is moving freely. Plunger is not advancing. The device is taken apart for evaluation. Canister is fully punctured. Krytox is observed on the canister neck. No damage observed to the internal parts of the device. The device was reloaded and was reactivated with a new canister. The failure mode could not be replicated - the device activated with no issues. The root cause for the reported complaint "no gas for its expulsion" is deemed to be manufacturing related. The product did not meet specifications. The plunger is not advancing when the lever is pressed. No damage was observed to the tip of the nozzle. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).